Manufacturer narrative:
Device not available for return, therefore investigation cannot be completed as desired. If device is returned, pathological examination will be done to identify the obstructing material on the valve. From past experience, it is expected that it would be identified as thrombus, vs pannus. If further information becomes avaialable, a follow-up report will be filed. Attempting to get the device back.

Event description:
Email from surgeon in (B)(6) states he had a patient with an obstruction of his on-x valve in the tricuspid position (an off-label use of the on-x valve, done at the sole discretion of the surgeon). This patient had previous mitral and tricuspid replacements > 10 years ago, and under anticoagulation with dicumarol. The report alleges the patient developed pannus formation on the tricuspid valve. The surgeon re-operated and replaced the on-x valve in the tricuspid position with a tissue valve. The patient is doing fine. The surgeon was looking for literature references on obstruction w/ pannus of a tricuspid valve. The surgeon was informed that there have been no confirmed reports of pannus with the on-x heart valves. On-x inquired as to availability of the valve for return for investigation, to which no response was received. Currently working with the distributor in (B)(4) to attempt getting the valve back to determine if the material is actually pannus or thrombus. In 1 past pathology investigation, alleged pannus was found to be thrombus. If further information becomes available, a follow-up report will be filed. This is being reported because it was required that the patient undergo a re-operation to replace the valve, where re-op is defined to be a "serious injury", and whether the material is thrombus or pannus, either of these is a potential adverse outcome in a patient with a prosthetic heart valve.